Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 for an outpatient appointment only. A blood test was performed, and they were referred to the emergency room (ER) with a platelet count of 5000. The patient received a platelet transfusion in the ER. After stopping aspirin, the patient returned home and started an outpatient hematology clinic. It was thought that the patient had idiopathic thrombocytopenic purpura (itp).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported thrombocytopenia could not conclusively be established through this evaluation. The patient remains ongoing on the heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.